Event description:
The customer reported that a ventilator shutdown and the screen went black when the unit was unplugged from the alternate current (ac) outlet. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse could not confirm nor duplicate the reported issue. The fse checked the drpta and found no error codes. Additionally, the fse ran a battery test and found no issues. Additionally, the power management board was only 5182 hours. The issue was not able to replicated. It was determined that the battery was simply depleted from user error. The unit was returned to service. No other anomaly was reported.